Event description:
It was reported that the patient experienced the device failing to move saline into the cylinders with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted and a new ipp cylinders, pump, and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: device has returned for analysis, but not yet begun, evaluation method code. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:02 pm CT. The report number is being corrected from: 2183959-2018-61663 to: 2183959-2018-60891.

Event description:
It was reported that the patient experienced the device failing to move saline into the cylinders with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted and a new ipp cylinders, pump, and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced the device failing to move saline into the cylinders with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted and a new ipp cylinders, pump, and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir tube (krt) at the adapter junction that was the result of fatigue. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder and reservoir leaks. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction. Additional information: device has returned for analysis, but not yet begun, evaluation method code. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:02 pm CT.the report number is being corrected from: 2183959-2018-61663 to: 2183959-2018-60891.